Event description:
It was reported that this lead was attempted to be implanted in the left bundle branch (lbb), however, the patient experienced an asystole. It was noted that the lead's helix was not fully extended. The physician attempted to externally pace, but the signals were not capturing. Another physician was called, and cardiopulmonary resuscitation (CPR) was started. A temporary wire was placed. The lead was placed in the right ventricular (rv) septum. No additional adverse patient effects were reported.